Event description:
Boston scientific received information that during threshold testing with this programmer and an implantable cardiac resynchronization therapy defibrillator (crt-d), an interference message and place wand message displayed on the programmer. It was reported that the wand was already placed over the device, however, the threshold test continued. Subsequently, the patient was observed to be slumped over in the chair. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed the process for cancelling the threshold test when using rf telemetry and also suggested use of wand only telemetry. No additional adverse patient effects were reported.

Manufacturer narrative:
The threshold test was reported to have ended upon removal of the wand. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.